Manufacturer narrative:
Analysis of the catheter found no significant anomaly. Testing was acceptable; the catheter was incomplete /returned in segments. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# hg04t9s05, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported there was no known catheter issue. A new 8578 was used. The patient recovered without permanent impairment. Medical history was noted as ¿need for pump replacement¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a routine pump replacement due to normal end of service (eos) the physician preferred to place a new sutureless connector (sc) piece when he put in a new pump and this was his ordinary practice. It was noted flow was great until they put on the new 8578 sc and there was no flow and it ¿seemed like there was an occlusion.¿ they removed the sc and tried flushing with sodium chloride (nacl) and were unable. A new sc piece was opened for use by the surgeon and it was ¿fine with great flow.¿ it was further reported the device was not implanted and a different product was used. The cause of the issue was undetermined. The rest of the procedure was fine. The sc that was defective had been sent back to be analyzed. Patient symptoms were not reported and the patient was doing well and receiving effective therapy. The pump was being used to deliver lioresal. If additional information is received, a follow-up report will be sent.